Manufacturer narrative:
One sample model 2426-0007 was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was primed with water and tubing separated and leaked just below the pump safety clamp. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible causes are a contamination inside the solvent dispenser container or solvent application not correctly carried out by the assembler. The finish good was manufactured before the improvement to the manufacturing process which includes adding two new fixtures to help with the bonding process. A device history record review was performed on the possible lots. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was leaking the following information was received by the initial reporter with the following verbatim it was reported by customer that the fluid spraying out of the soft part of alaris set.